Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The issue was resolved through troubleshooting by the technical assistance center. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic oesophagogastroduodenoscopy (ogd) procedure, the video system center displayed error e849 (lamp error). The screen blacked out but then came back on. It happened three times during the procedure. The procedure was completed using the same set of equipment. There was a delay that extended the procedure, but the exact time was not provided. There were no reports of patient harm.